Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A device history review was performed with no exceptions during manufacturing found. This issue is being investigated through CAPA.

Event description:
The customer contacted global technical services (gts) regarding a high drain 107/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during drain 7 of 8. The caregiver (cg) stated that the peritoneal dialysis registered nurse (pdrn) had been experimenting with using lower dextrose solutions. The cg stated that the pdrn was aware of the high drain alarm and that the home patient's (hp) total ultrafiltration (uf) was equal to 2000 ml last night. The cg stated that the pdrn stated the cause of high drain was from the dextrose concentration being too low. The cg stated that the hp was using a slightly higher strength dextrose tonight. The cg had made the pdrn aware of the alarm. The cg stated they would continue to use the hcp with a higher dextrose solution per the pdrn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse had not been aware of the alarm. She stated that as far as she knew, the patient was doing well. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. A service history review was performed, revealing the device has not been previously sent into service and, therefore, previous servicing did not contribute to the reported condition. Should additional information become available, a follow up MDR will be submitted.